Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 1 std short neck: ref. 01.12.21sn / lot 091212 (50 produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4). From the data collected, there are no evidences that the event is device related.